Event description:
Follow-up indicated the patient was re-hospitalized for an infection and was given antibiotics. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient has recovered without sequelae and is currently using the device.

Manufacturer narrative:
The manufacturing records were reviewed, and no non-conformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient¿s incision site opened up. The patient was hospitalized and given antibiotics. The patient recovered without sequelae.